Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been having high blood glucose levels for the last 5 weeks. Customer received no alarms on the pump. Customer stated that her health care provider could not figure out why her blood glucose levels have been erratic. Customer's blood glucose level was 450 mg/dl. Customer also felt nauseous. Customer treated with a manual injection. Customer declined to check for air bubbles in the tubing or reservoir. Customer's settings were reviewed. Customer stated that the cannula was not bent. Customer was advised to change the entire set, reservoir, and insulin. Customer will be sent a tubing clamp and will need to call back to complete troubleshooting. Customer's insulin pump is working as designed. Customer called back and the pump passed the high pressure test. Customer feels uncomfortable with the pump. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.